Manufacturer narrative:
Device eval. By manufacturer: upon receipt at our post market quality assurance laboratory, this vici self-expanding stent was inspected. The device was received with the distal stent wires flush, with the distal edge of the blue outer shaft. This is evidence of stent partial deployment on the delivery system. No other issues were noted with the stent. A visual and tactile inspection identified a complete break of the inner shaft located approximately 01mm proximal of the distal tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination identified no issues with the tip of the device.

Event description:
It was reported that a shaft fracture occurred. A 16x60x100 vici self-expanding stent was selected for use to treat a narrow and tortuous renal vein. The stent delivery system was loaded onto a guidewire while external to the patient. However, the tip of the stent shaft detached. A new device, same model, was advanced over the guidewire and used to complete the procedure.

Event description:
It was reported that a tip fracture occurred. A 16 x 60 x 100 vici self-expanding stent was selected for use to treat a narrow and tortuous renal vein. The stent delivery system was loaded onto a guidewire while external to the patient. However, the tip of the stent shaft detached. A new device, same model, was advanced over the guidewire and used to complete the procedure.